Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The device manufacturing procedures were performed as required. The units were released according specification in compliance with the product intended use as required. The complaint history search revealed no other complaints for this production order number has been received. Sterilization was processed and no deviations were found that affects the sterility of the device. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had endophthalmitis (non-bacterial), suspicion of corneal deposit 2 weeks to 3 months after the surgery. Physician prescribed rinderon (antibiotic medicine). The symptoms recurred when medication stopped. Therefore, the physician continued to administer the medicine. No further information provided.